Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The same day, the patient began treatment with intraperitoneal (ip) vancomycin (1 gram in first bag, then every 4th day) and ip magnova (1 gram in first bag then 500 milligram in each exchange) for peritonitis. On an unreported date, the patient's fluid was found to be clear. At the time of this report the patient was recovering from this peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.